Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error. Customer's blood glucose value was 94 mg/dl at the time of the incident. The customer was not assisted with troubleshooting. The customer states frequently no or intermittent response by button press b button. The customer stated that the insulin pump not dropped or exposed to moisture. The device will be return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.